Manufacturer narrative:
The device was reprogrammed and the patient underwent an atrio-ventricular node ablation procedure which resolved the issue. There were no adverse patient effects reported and the device remains in service.

Event description:
Boston scientific crm received information that this device delivered several inappropriate shocks for rapidly conducted atrial fibrillation which exhausted therapy. The patient threatened to pursue litigation.